Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during retrieval of unknown, "old", embedded inferior vena cava filters, approximately 15 performer introducers split at the tip. The devices were used for a telescoping technique during challenging filter retrievals, to support and facilitate placement of other devices, and to aid in filter removal. As the filters were pulled into the introducers, the devices kinked and buckled, and the tips split. A section of the device did not remain inside a patient¿s body. No patient required any additional intervention due to this occurrence. No patient experienced any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, trends, and specifications were conducted during the investigation. Cook was unable to complete a device failure analysis, as the complaint device was not returned, and photos were not provided. The lot number was not provided. Evidence from the complaint file, complaint history, manufacturing documents and device master record suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. The product IFU states that the device is intended for introduction of therapeutic or diagnostic devices into the vasculature. The IFU cautions, ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure that it will pass through the introducer,¿ and, ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a device failure contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrieval of unknown, "old", embedded inferior vena cava filters, approximately 15 performer introducers split at the tip. The devices were used for a telescoping technique during challenging filter retrievals, to support and facilitate placement of other devices, and to aid in filter removal. As the filters were pulled into the introducers, the devices kinked and buckled, and the tips split. A section of the device did not remain inside a patient¿s body. No patient required any additional intervention due to this occurrence. No patient experienced any adverse effects due to this occurrence. Additional information has been requested, but is unavailable at this time.